Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received low battery alert then a watchdog timeout alert. The customer's blood glucose was unknown at the time of incident. The customer stated that they took out the battery for a period of time but there was no display after putting the battery back in. Troubleshooting was done. The customer does not recall any significant events leading to anomaly. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm program alarm anomaly alarm and low battery alarms due to blank display. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.